Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent and information has bee received stating that the device will be returned soon. Once the device is returned and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal and middle section of the flow diverter had problems fully opening. A decision was made to resheath and try to deploy again, but there were resheathing problems with the device. The flow diverter was not in the microcatheter during the resheathing attempts. There were no additional steps or other devices required to open the flow diverter because they didn¿t open device completely. They tried to resheath it before next attempt of deployment. A decision was made to remove the flow diverter and implant a new device. No patient injury was reported as a result of the event. The patient was undergoing embolization of an aneurysm (details unknown). The patient was on dual anti-platelet therapy and the angiographic results post procedure were good. According to physician device failure is the possible cause for the flow diverter not opening. According to physician, they started open device on straight part of vessel just a little distal than landing zone.

Manufacturer narrative:
The pipeline flex delivery system was returned stuck within the distal segment of the phenom 027 catheter. The pipeline flex delivery system was then pushed out from the catheter lumen with difficulty. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pipeline flex braid was found fully opened with no damage. Dried blood was observed on the pipeline flex braid. No other damages were observed on the pipeline the product analysis does not suggest a potential or confirm manufacturing issue; therefore, no lot history record review is require d. Based on the analysis findings, the event descriptions, the customer reports of ¿failure to open at the distal¿ and ¿failure to opened at the middle section¿ could not be confirmed. The event cause could not be determined as the returned pipeline flex braid appeared to be fully opened with no damage. Possible cause includes patient¿s vessel tortuosity. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. ¿ no evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.